Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, global find function was not working. Two stations were involved ¿ as-pv03e, which should have been able to view the medications in station as-pv03w. Unfortunately, it could not locate the medications listed below: med ID: (B)(4) (dobutamine) med ID: (B)(4) (midazolam). The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, a technical support specialist (tss) investigated reports that global find and care area cross station notifications were not working across several pyxis es stations. Although medication 43011731 was confirmed to be loaded only in as pv03w, the customer clarified that the issue was not medication placement but failure of global find and care area linking functions that normally alert users when a medication was available at another paired station. The tss reviewed logs, verified net. Tcp port sharing service, and performed connectivity tests, identifying that as pv03e could not reach the es application server over transmission control protocol (tcp) port 808, which was required for proper functionality. The data synchronization logs confirmed connection failures, and the customer was advised to involve information technology (it) to open the firewall port. Further the tss ran remote tests and confirmed port 808 was open on other three devices as well. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, global find function was not working. Two stations were involved ¿ as-pv03e, which should have been able to view the medications in station as-pv03w. Unfortunately, it could not locate the medications listed below: med ID: (B)(6) (dobutamine) med ID: (B)(6) (midazolam). The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.